Manufacturer narrative:
A synergy xd mr us 3.50 x 12mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks and a break 21 cm distal to the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that shaft break occurred. A 3.50 x 12mm synergy xd drug-eluting stent was selected for use. However, during procedure outside the patient's body, stent delivery system broke. No patient complications were reported.

Event description:
It was reported that shaft break occurred. A 3.50 x 12mm synergy xd drug-eluting stent was selected for use. However, during procedure outside the patient's body, the stent delivery system broke. No patient complications were reported.